Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that the circumstances that led to the lead protruding their skin/pressing against ear was them losing 50-60 pounds. To resolve the issue of the protruding lead and ins that dropped into their chest the patient started wearing sports bras, but the issue has not yet been resolved.

Manufacturer narrative:
Concomitant medical products: product ID 3387-40, lot# v001646, implanted: (B)(6) 2006, product type: lead. Product ID 3387-40, lot# j0428017v, implanted: (B)(6) 2006, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A friend or family member of the patient reported that the patient lost weight, the implantable neurostimulator (ins) "dropped down in their chest," and that the lead wire has moved, is protruding through their skin, and is pressing against their ear. It was stated that this has been happening for the past year, starting in 2015, and has progressively gotten worse since then. The patient thought they had an ear infection because it hurt in that area but found out it was the lead pressing against it. The ins dropping down due to weight loss was addressed with the healthcare provider (hcp) but the lead problem has not been brought up yet. The patient was redirected to their hcp. [Information omitted related to previously reported event which occurred 3-4 years ago where patient fell and got a concussion] indication for implant is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.